Event description:
Additional information received from the patient noted that this patient received a shock. Technical services was contacted and referred the patient to the physician for further follow up. At this time the system remains implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of the date by technical services noted noise only on the right ventricular channel with inappropriate anti tachycardia therapy delivered. In addition it was noted that the right ventricular lead showed a single out of range low pacing impedances measurement as well as low intrinsic amplitudes earlier in (B)(4) 2015. At this time the system remains implanted.

Event description:
Boston scientific received information that the patient claimed that she was feeling therapy being delivered while driving. The therapy was alleged to be anti tachycardia therapy. A review of the episodes appeared to be myopotential and electromagnetic interference. Upon interrogation of the device artifacts were seen on the right ventricular and right atrial lead. A review of the data was set to technical services for review. No adverse patient effects were reported.

Event description:
Additional information received noted that the right ventricular lead was explanted and insulation damage was confirmed upon explant. The device remains implanted. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided noted that the patient had been sleeping next to an electrical riser which caused the increase in noise episodes. Technical services could not discount the possible electromagnetic interference but noted that myopotentials created noise, and the atp delivered is likely not associated with the electromagnetic interference source. A possible issue with the lead was discussed. At this time the system remains implanted.

Manufacturer narrative:
(B)(4).